Manufacturer narrative:
Additional information: patient information provided and delay provided. Correction: initial reporter updated to proper value.

Event description:
It was reported that there was a delay of less than 5 minutes while the system rebooted.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a fess procedure the system shut-off unexpectedly. The system was restarted which resolved the issue. There was no reported impact on patient outcome.